Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having problem with fill tubing. After pressing and holding the act button, insulin exits on the end of the tubing but did give a message check for drops. Customer states they are unable to exit the preparing to prime loop. Troubleshoot determined that the insulin pump should be replaced. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Device was tested with no prime and fill anomaly noted.